Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted, hence not removed. Section e1: complaint reporter email address: unknown/ not provided. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer received a faulty dib00 today. The leading haptic was released too quickly and surgeon was afraid of puncturing bag. The suspect product was thrown away, will not be returning. There was no patient injury. No other information was provided.

Manufacturer narrative:
Additional information/corrected data: in review, it was noticed that in section "g2" of the initial MDR report, the box for "health professional" was inadvertently not selected and the updated verbiage had not been used for the section "h3-other (81)" of that report. Also, in review, it was noted that the following information was inadvertently not included in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields was updated/corrected accordingly: section b5: additional information indicated that the haptic advanced too quickly and was not folded properly upon advance. The lens was partially inserted into the eye. The surgeon discarded the lens and opened the backup dib00. No surgical/medical interventions required. No further information was provided. Section g2: report source: health professional section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code: 1255 - failure to fold. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.